Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy procedure where the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon was inflated at 10 atmospheres for 30 seconds on the first inflation, and 14 atmospheres for 10 seconds on the second inflation, respectively. The balloon ruptured on the second inflation. The device was removed without any problem using the normal method and was replaced for another of the same model to complete the procedure. There were no defects nor damages noted on the complaint device. No complications were reported, and patient status was stable.